Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis. The customer did not provide the date of the hospitalization nor did they provide their blood glucose level. The customer stated that they lost their battery cap to their insulin pump. The customer was shipped a new battery cap. The customer did not return the product back for analysis.